Event description:
It was reported that the user experienced recurrent episodes of hyperglycemia while using the ilet, with blood glucose readings reportedly reaching approximately 400 mg/dl for several hours, prompting the user to disconnect from the pump and administer subcutaneous insulin via pen before later reconnecting; additional training was requested and assigned, and there were no device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included the need for additional user training. Investigation included complaint intake review and assignment for user training. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that no device malfunction was identified and that user education would be provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.